Manufacturer narrative:
Manufacturer's investigation conclusion: the reported electromagnetic interference (emi) while taking readings could not be confirmed through this evaluation. A specific cause for the reported emi could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of emi could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. Abbott continues to investigate the potential for interference between the heartmate 3 lvas and cardiomems devices. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported electromagnetic interference in readings for their cardiomems device. The patient took two readings on their own on (B)(6) 2024 and wanted to confirm if those readings were valid. The care provider checked zed and confirmed both readings were valid. The patient stated that the patient electronics system (pes) was currently on the couch and plugged into a different wall outlet. The patient believed they had found the ideal spot to take readings. The care provider asked if the patient wanted to take another reading with remote care technical services (rcts) on the line to ensure the readings were valid. Pes was turned on and the patient took the reading. The reading came through but was not valid. A left ventricular assist device (lvad) cable was nearby, and the patient moved the cable further away. The patient retook the reading a second time. The reading was completed but was not valid. The reading was started while the patient was laying on their left side. The connection was blue 99. The cable was on the patient's left side, right shoulder centered, the reading was blue 99%. The patient moved back toward the left side. The reading was completed but was invalid. The pes was placed vertically against the backseat of the couch. The pes was turned on. Reading was started without the patient. The reading was blue 99. The reading was canceled. No other devices were nearby, there were no other places to take the reading on. The patient stated that they had limited mobility. The pes was plugged into a different outlet and the lamp was unplugged. The pes was turned on. Reading started without the patient; the reading was white 7-9. The reading was canceled. The reading started with the patient sitting against the pes with their left shoulder centered. The patient stated that they had difficulty getting into position and canceled the reading. The pes was placed flat on the couch seat. The reading started without the patient. Reading was white 2. The reading was canceled. The reading started with the patient's left shoulder centered. The reading was completed but was invalid. The patient stated the power cable was stuck under the pes. The patient started the reading on their left shoulder, the reading was blue. The pes was tilted left, the reading was blue. The patient exerted and the reading was canceled. A dispatch request was sent to medical equipment repair associates. The appointment date and time was pending. The cause of the problem was determined to be electromagnetic interference (emi).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.